Manufacturer narrative:
UDI: (B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A clinical technical summary was created by edwards lifesciences to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical opinion the increased aortic valve gradient was due to procedural factors. Imaging review confirmed that the s3 ultra valve during tavr, a sub-optimal imaging intensifier angle and improper positioning of the delivery system/valve prior to deployment resulted in the s3 ultra being deployed too ventricular in the lvot with an overhanging native valve leaflet (which was not noticed at the time). The aortic valve gradients were high because the native stenotic valve was still functioning due to the s3 ultra sitting below the native valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported via implant patient registry via receipt of an implant card, approximately 2 months post implant of a 20 mm sapien 3 (s3) ultra valve in the aortic position via transfemoral approach the valve was explanted due to unknown reasons. Additional information clarified that the echocardiogram done at the 30-day follow up visit had shown increased gradients and it was suspected to be related to valve thrombosis. A CT scan was ordered, and the patient was started on coumadin and was reported to feel better.  The CT scan revealed the valve position was 'extremely low' (in the lvot) and a native valve leaflet was coming in over the valve.  The implant procedural images were reviewed by the site and it was noted that the co-planar view was not optimal, with the right cusp being very high in comparison with the non-coronary cusp and the left coronary cusp.  Additionally, upon deployment it appears that the commander delivery system was advanced even more towards the left ventricle.  Post deployment echo shows a native leaflet coming in over the top of the s3 ultra valve, which was not noticed at the time nor at the discharge echo, but the overhanging leaflet was always there. An edwards internal review of the images was performed and the following was observed: echocardiogram images: there are images suggestive of hypomobility/thickening of the right coronary cusp of the thv valve.  The images are technically difficult, but color doppler interrogation shows a change of color opacity through the area.  The native non coronary cusp of the aortic valve appears to overhang the outflow of the thv frame and possibly could contribute to the increase gradient.  The native left coronary cusp is not visualized well enough to comment on. There is mild aortic insufficiency noted through the thv. CT images: the s3 ultra position looks lower than what appears to be on the echo. The 20 s3 ultra is actually in the lvot, below the native aortic cusps, and the gradient is likely due to the native valve aortic stenosis. The physician believes the gradients were high because the native stenotic valve was still functioning due to the s3 ultra sitting below the native valve. The position was always low ¿ 70 percent in the lv/ 30 percent aortic. It was decided to explant the s3 ultra valve and replaced with a surgical valve.